Event description:
It was reported by a customer on (B)(6) 2011, the fiber tip broke off at 51,487 joules. Also, it was reported the customer was unsure if the fiber tip was retrieved. No patient injury was reported.